Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device displayed an error code 20-00-00 and was in back-up mode due to su spected flip-bit. After interrogation, the settings were restored to its initial parameters. The device remains in use. No patient complications have been reported as a result of this event.